Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the tie wrap leaks.

Event description:
Independent repair center: customer alleged low o2/yellow light and the key failure is the tie wrap leaks.

Manufacturer narrative:
Correction that complaint was not a death but a malfunction.